Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the case of the insulin pump was cracked and the insulin pump does not work at all. The customer's blood glucose level was 5 mmol/l at the time of the incident. The customer informed that they have a back-up plan. The device will not be returned for analysis.